Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The date of manufacture is currently unavailable. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve was replaced, and the unit was returned to service.

Event description:
The hospital reported the adjustable pressure limiting valve was damaged, this could possibly cause a loss of ability to manually ventilate. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received stating that the damage to the adjustable pressure limit (apl) was just cosmetic and did not affect the function of the device. Therefore, this event is not reportable.